Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported that the patient's leads had migrated down a vertebral body and their right lead was anterior. Both leads were replaced. At the post-op programming the patient was feeling stimulation in all of their desired areas. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for non-malignant pain and lumbar radiculopathy. It was reported that the patient was not getting enough stimulation coverage into the patient's right leg. She felt most of the stimulation on her left side. Normal reprogramming was performed. The patient was scheduled for a lead revision surgery on (B)(6) 2015. The issue was not resolved at the time of the report. Further follow-up is being conducted to determine the cause of the stimulation coverage issue. If additional information is received, a follow-up report will be sent.